Event description:
Customer reported that pump battery would not charge despite attempts with different outlets and adapters. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer planned to switch to an alternate form of insulin therapy using multiple daily injections, and a replacement pump was arranged by technical support.